Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-19 (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the MRI technician that there was a power on reset (por) message when they attempted to turn the patient¿s stimulation off for an MRI. The caller mentioned that they had spoken with a manufacturer representative (rep) that day but the caller indicated that the rep had been unable to meet with the patient due to covid-19. The caller noted that they (or the patient) did think that the patient had been around any emi recently. There were no symptoms reported and the caller was redirected to follow up with the managing physician as the por meant that the stimulation was off but the message could only be cleared with a clinician programmer. There were no further complications reported.